Event description:
It was reported that the pt expired after an implant duration of 19 days, due to unk reasons. It is unk if death was device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.